Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the therapy was turned off due to their recent MRI and unsure how to turn it back on. Agent provided instructions to access MRI mode. Pt confirmed they're able to turn therapy on and able to feel the stimulation. Pt then reported that when the charge up the "first 2-3 nights whenever I lay down it will send a shock down my leg just like an electric shock coming out of a 110 volt receiver and shoot down to my foot"; pt added that after "it gets down to 80% it will stop doing that". Pt mentioned that "it does the best therapy, which is around 2.3 or 2.4, I have shocks continually in my leg every 1 second". Pt added every once in a while, after they charged it, it will per se 2 weeks or a month randomly it will shoot a shock down the lower half of my body, that really just knocks you out your feet". Agent reviewed options to change group assignment and changing intensity with pt; agent reviewed hcp role and redirected them to their managing doctor to further assist them.